Manufacturer narrative:
Further information from the reporter regarding event and patient details has been requested. No additional information is available at this time. The event of glaucoma progression is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a clinical patient had a xen®45 gts implanted in the left eye. Roughly seven months later an event diagnosed as sever stage primary open-angle glaucoma occurred that required a trabeculectomy procedure a few weeks later for the event to resolve. The device remains implanted.

Manufacturer narrative:
The event of high intraocular pressure is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Additional information received noting that the iop was controlled for about 5 months after implant then rose to between 20-33mmhg. Bleb status was noted as bleb superior, bleb low and diffuse 1 month post op. Previous treatment noted as trabeculectomy has been clarified as goniotomy performed two weeks after event occurred.